Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and the device was received in a condition where both the slides were in the initial position. On functional evaluation, the device was able to prime fully with no issues. The drop test was performed and the device passed the drop test. On further evaluation, the device was cocked and fired into the chicken breast for 3 times with each trigger, for a total of 6 tests. The device was able to obtain six samples successfully. On x-ray evaluation, it was noted that the cannula tangs were not fully engaging with the device housing. Therefore, the investigation for the reported self-activation is unconfirmed as the device passed the drop test. Therefore, the investigation for the reported failure to fire is unconfirmed as the device was able to prime and fire fully with no issues. A definitive root cause for the alleged failure to fire and self activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 02/2024), h11: h6 (result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a breast biopsy procedure, the cannula of the device allegedly failed to fire. It was further reported that the needle was left untouched and the cloak of the device got self activated. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the cannula of the device allegedly failed to fire. It was further reported that the needle was left untouched and the cloak of the device got self activated. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2024).